Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with a contact detach infusion set, with glucometer readings up to 503 mg/dl despite supply changes and new insulin; the device displayed ongoing alarms and withheld correction doses due to insulin-on-board safety limits, and the user later received lispro by injection and IV fluids in an emergency department before reconnecting to the ilet per clinical guidance. Symptoms included hyperglycemia with headache, nausea, irritability, and dry mouth. Outcomes included an unexpected medical intervention with medication and classification as a serious illness. Investigation included communication with the user, analysis of user-provided information, and interviews. Investigation of this case revealed no specific findings and insufficient information regarding a device component problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.